Manufacturer narrative:
Device evaluation: the device was returned in good condition. Functional check was performed. The customers problem was duplicated. The device was primed and alarmed an error code immediately. Investigating the geartrain assembly, a piece of resin broke off and lodged itself in between the flat and hub gear. This resin seized up the motor. Every time the motor was activated, it would alarm. The debris that seized up the geartrain came off the front housing. A service technician and the debris on the geartrain caused the problem. The debris was removed, and the front housing was replaced. The device passed functional/delivery tests. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. D5 is unknown. No information has been provided to date.

Event description:
It was reported that the pump displayed an error code every time they tried to prime. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.